Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred when the pump was plugged into charge. Customer¿s blood glucose level was 150 mg/dl. The pump was able to successfully charge after being plugged into a power source for an extended amount of time.